Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: e3- corrected occupation. The device was returned to the factory for evaluation on 08/07/2023. An investigation was conducted on 08/15/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. There were no visual defects observed on either the harvesting device or the cannula and c-ring. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no visual difficulties observed. The harvesting device was then inserted into the cannula with no visible difficulties observed. The blue toggle on the cannula was manipulated to retract and extend the intact c-ring with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot#: 3000308997 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the vasoview hemopro 2 wouldn't retract. Another kit was opened to successfully complete the procedure. No procedural delay. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.